Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing episodes were observed on patient's device. Myopotential oversensing was suspected. Patient was not feeling well and it was unknown if it was related to the device. Patient was called in clinic for further testing. Oversensing was reproducible with arm movement. Programming changes were made and the issue was resolved. Patient is doing well and will be monitored with routine follow-up.